Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 07/24/2019.

Manufacturer narrative:
Product complaint # (B)(4). The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown urology procedure on and unknown date and suture was used. A suture that was being used and came off the needle. No patient consequences were reported.